Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging of having eyes bleeding and too much pressure. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging of having eyes bleeding, too much pressure. Patient alleged of having cataract surgery on both of eyes, left eye has been hemorrhaging near the retina , it's increase in intra-occular pressure and goes for injections in left eye monthly and uses prescription eyedrops. Clinical code and impact code are updated in h6 section.